Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was indicated that the patient used an expired sensor, which is off-label usage of the device. The patient experienced inaccurate cgm values 7 days after the sensor was inserted into the abdomen. On (B)(6) 2023, the patient had a dental procedure. Later that evening, the patient began experiencing nausea and weakness, and was vomiting. There were no cgm/bg comparison values provided at this time. The patient called her daughter, who then called an ambulance. During this time, the patient lost consciousness. The ambulance transported the patient to the hospital. At the hospital, the cgm was reading 42 mg/dl and her bg via fingerstick was 900 mg/dl. The patient regained consciousness at the hospital. The patient was admitted and was treated with insulin, thyroxine (150 mcg), praisal (40 mg), tylenol (500 mg), and rosuvastatin (5 mg). The patient was discharged from the hospital three days later. The patient was feeling better at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.